Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a review of the black box showed multiple low battery warnings, and a power on reset event. The battery life was shorter than expected due to drawing a high current when idle. The pump experienced multiple battery alarms during investigation. Evidence of moisture was found behind the display lens. A leak test was performed and failed due to a crack in the case. The pump was opened to find extensive evidence of moisture throughout the pump.